Manufacturer narrative:
Device evaluation: the pump was received with the top case cracked by the front right and left bottom corners, cracked right plunger case and no visible contamination. Event history log reviewed and found syringe plunger not in place several times. Functional test performed and duplicated the reported issue. The cause is due to q1 broken off from the board. Plunger board also came loose off the glue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other, other text: b5: additional information received on 02 nov 2022 email and attached to complaint object. The date of the event was on (B)(6) 2022. Its unknown if the event occurred during patient use. No reports of the patient being harmed or in need of medical intervention. The outcome of the event and concomitant medical products and therapy dates are not applicable in this case. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a plunger not in place alarm, calibration passed but alarm persist during testing.